Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a prime and fill anomaly. The customer stated that the insulin pump was squirting out insulin during the fill tubing process. They were trying to process the fill tubing with a new reservoir when the error occurred. Troubleshooting was performed. The customer stated that insulin began to exit the line earlier than expected. The customer stated that they had filled a new reservoir and insulin was coming out of the tubing about 3 beeps into the load process. They were unable to complete troubleshooting. The customer's blood glucose level was unknown. It was noted that the customer called back to complete troubleshooting. They were able to complete the load reservoir process without insulin exiting out of the tubing. The product will not be returned for analysis.